Manufacturer narrative:
The reason for this revision surgery was to improve joint stability after 1.8 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 59602621. A total of (B)(4) complaints have been submitted against this part number. (B)(4) of the complaints have been the result of scar tissue/joint instability. The remaining complaints consist of (B)(4) for infection and one for joint tightness. This surgery was performed to alleviate and improve joint instability resulting from patient joint scar tissue. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to instability; scar tissue.